Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported, that the patient presented for an implant procedure. It was noted, that the right ventricular lead was not successfully implanted. For an unknown reason. The lead was explanted and replaced. Patient status was not reported.